Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a male patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Medical records received 14 march 2011: on (B)(6) 2006, the patient was seen for neuropathic pain causing burning and stinging in his thighs. He also had rheumatoid arthritis and required chronic pain management via an intrathecal pump. Polyneuropathy was listed as a diagnosis at a visit on (B)(6) 2006. On (B)(6) 2007, the patient complained of ankle pain and the front of his thighs stinging "like needles." Neuropathic pain was noted at follow up through (B)(6) 2009. On (B)(6) 2009, the patient reported recently seeing an article concerning copper as a cause of neuropathy and questioned if this could be worsening his symptoms. Copper was measured at 64 mcg/dl (normal 70 to 155) at that time. His neuropathic pain was increased by follow up on (B)(6) 2010, and on (B)(6) 2010, he questioned testing for zinc abnormalities. This case was now considered medically serious by gsk.